Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this pacemaker triggered the lead safety switch (lss) due to an out-of-range impedance measurement. This caused the device switching to the unipolar pacing configuration, resulting in oversensing of noise and pacing inhibition in this pacemaker dependent patient. Technical services discussed troubleshooting to determine a possible lead or connection issue, and recommended reprogramming the lead to unipolar pacing and bipolar sensing. The field representative was not able to obtain the model/serial for the device and associated lead, but reported that troubleshooting was performed. No noise could be produced with pocket manipulation; the lss was left off and the lead was reprogrammed per technical services recommendations. No adverse patient effects were reported.